Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned pressed down on one post of the lens case base. No solution observed. One haptic is bent, the other is intact. The optic is scratched/marked-rejectable and has edge damage too. Lens damage was observed. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the iol becomes misaligned in the lens case, iol damage may occur. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the iol found to be defective no further information expected as reporter was unwilling for follow up.